Event description:
Complainant alleged that while attempting a synchronized cardioversion on a pt (age & gender unk) the device failed to discharge on the "r" wave a reported three times. It was indicated that the device delivered energy to the pt successfully seven times via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the pt using the same electrode pads. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp evaluated the device and observed proper operation during functional and performance testing. The reported malfunction was not replicated or confirmed. The device was returned to the customer.